Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown, as information was requested but not provided. Section d6a - implant date: not applicable to suspect device. Section d6b - explant date: not applicable to suspect device. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when using the patient interface (pi) the surgeon, (B)(6) experienced loss of suction due to excessive force required to unclip. This incident caused a large corneal abrasion in one eye. Through follow up we learned that the patient required topical antibiotics for one extra week and the corneal abrasion has now healed. The surgeon confirmed that suction was lost during docking, not during laser fire. No further information was provided.